Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory and tested out of specification in accordance with the field advisory. Evaluation summary: proximal conductor was fractured; full lead was returned for analysis. Other: it was reported that the rv lead was explanted following multiple shocks delivered to the patient in the ER. A lawsuit further alleged that there was a lead fracture. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event, lead(s), fracture of, shock, inappropriate.

Event description:
It was reported that the rv lead was explanted following multiple shocks delivered to the patient in the ER. A lawsuit further alleged that there was a lead fracture. No further patient complications were reported as a result of this event.